Event description:
It was reported device system explanted due to infection/sepsis. Later reported patient died 3 days later "of congestive heart failure/vt." Follow up reported infection is believed to have originated in ICD leads and associated generator. Organism was methicillin- resistant staphylococcus aureus. Patient received IV antibiotics and transferred to cicu. Antibiotics failed to clear infection and patient had surgery to removed ICD generator and all leads. This was considered a high risk surgery as by this time, the patient had developed congestive heart failure with subsequent renal failure and multi- organ dysfunction. Following removal of lv lead (which infectious disease team deemed absolutely necessary), patient developed worsening heart failure, ventricular tachycardia storms, and cardiogenic shock. "This and multi- system failure led to her demise on (B)(6) 2008. "

Event description:
It was reported the device system was explanted due to infection/sepsis. It was later reported the patient died 3 days later "of congestive heart failure/vt." There is no allegation from a health care professional that the death was device related. Additional information has been requested and not received.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported device system explanted due to infection/sepsis. Later reported patient died 3 days later "of congestive heart failure/vt." Follow up with study personnel reported infection is believed to have originated in ICD leads and associated generator. Organism was (B)(6). Patient received IV antibiotics and transferred to cicu. Antibiotics failed to clear infection and patient had surgery to remove ICD generator and all leads. This was concidered a high risk surgery as, by this time, the patient had developed congestive heart failure with subsequent renal failure and multi- organ dysfunction. Following removal of lv lead (which infectious disease team deemed absolutely necessary), patient developed worsening heart failure, ventricular tachycardia storms, and cardiogenic shock. "This and multi- system failure led to her demise on (B)(6), 2008. "

Event description:
It was reported device system explanted due to infection/sepsis. Later reported patient died 3 days later "of congestive heart failure/vt." Follow up with reported infection is believed to have originated in ICD leads and associated generator. Organism was methicillin- resistant staphylococcus aureus. Patient received IV antibiotics and transferred to cicu. Antibiotics failed to clear infection and patient had surgery to removed ICD generator and all leads. This was considered a high risk surgery as by this time, the patient had developed congestive heart failure with subsequent renal failure and multi- organ dysfunction. Following removal of lv lead (which infectious disease team deemed absolutely necessary), patient developed worsening heart failure, ventricular tachycardia storms, and cardiogenic shock. "This and multi- system failure led to her demise on (B)(6) 2008. "

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.